Manufacturer narrative:
A specific cause for the reported gi bleeding events could not be determined. The patient remains ongoing on vad support and no further events have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient reportedly experienced gi bleeding with an unspecified drop in hemoglobin and hematocrit levels that was treated with 4 units of packed re blood cells. The patient's hemoglobin and hematocrit levels that was treated with 4 units of packed red blood cells. The patient's hemoglobin was 7.1g/dl and hematocrit was 21 percent post transfusion. A second bleeding event occurred on (B)(6) 2014 and resolved on (B)(6) 2014. It was determined that the gi bleeding originated from an av malformation in the proximal small bowel. Additionally, the patient was diagnosed with adenocarcinoma of the sigmoid colon. The patient was transfused with 11 units of packed red blood cells. Warfarin was stopped on (B)(6) 2014 due to the bleeding event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.